Manufacturer narrative:
Device evaluated by manufacturer: the device returned has a kink at 50.0cm from the distal end and does not have any other visible failures. Od dimensional inspection was performed using and all od dimensions were found within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06681. It was reported that the catheter became stuck on the guidewire. The target lesion was located in the superficial femoral artery (sfa). A 7 x 60 x 130 innova stent was selected for use. The stent delivery system (sds) became stuck on the guidewire when it was being removed from the patient. Wire access was lost. A second 7 x 60 x 130 innova stent was then selected for use; however, the same issue occurred. The procedure was completed with a third 7 x 60 x 130 innova stent. There were no patient complications and the patient condition is fine. It was further reported that the guidewire used in the case was a magic torque wire.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06681. It was reported that the catheter became stuck on the guidewire. The target lesion was located in the superficial femoral artery (sfa). A 7 x 60 x 130 innova¿ stent was selected for use. The stent delivery system (sds) became stuck on the guidewire when it was being removed from the patient. Wire access was lost. A second 7 x 60 x 130 innova¿ stent was then selected for use; however, the same issue occurred. The procedure was completed with a third 7 x 60 x 130 innova¿ stent. There were no patient complications and the patient condition is fine. It was further reported that the guidewire used in the case was a magic torque wire.